Manufacturer narrative:
(B)(4). Batch # t9522f. Investigation summary: the device was received with the I-blade damage. During the mechanical test, the device was difficult to open and close. However, the damage was not enough to prevent the device to open and close fully. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, the device handle was not closing properly. It was sticking and requiring too much force to fire. The case was completed with a new device. There were no patient consequences.